Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Continued: e1- phone number: (B)(6).

Event description:
Healthcare professional reported pain and capsular contracture baker grade iii/IV. This record is for the right side. Device remains implanted.